Manufacturer narrative:
No patient information provided.

Event description:
Caller states that during a correlation study, the following coaguchek/lab results were obtained: patient 1: 5.3 inr/3.1 inr. No treatment information reported. No adverse event reported. Requested return of suspect device, however, no strips are available for return.